Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: after the cdh25a was fired, the deployed staples were formed properly. The patient's condition is stable.

Event description:
It was reported that during a laparoscopic anterior resection, the device did not function at all during use. The tissue compression scale backlight was illuminated, the anvil was attached to the trocar properly, the adjusting knob was rotated until the gap setting scale marked in a little below the middle. The battery was reinserted, the adjusting knob was rotated again but the issue did not improve. The device was used between the colon and the rectum. Another cdh25a was used to complete the case. No additional resection on the intestinal tract was required, and additional hand suture was performed to reinforce the anastomosed site. The colostomy for the temporary would be performed as planned. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Pc-(B)(4). Date sent: 03/24/2022 d4: batch # 388a64 h6: component code = electrical and magnetic (g02) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and a tyvek was received along with the device. The breakaway washer was present and uncut, the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality with a manually assisted and a test washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.